Event description:
The customer returned the device stating, ¿the air-in-line sensor was loose¿; during device evaluation it was found the downstream occlusion seal was missing. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the air-in-line sensor was loose¿ was confirmed. The downstream occlusion (dso) seal was missing and therefore replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.